Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed a shock impedance measurement of 0 ohms. It was also reported that the system had previously displayed loss of capture (loc) and high pacing thresholds. The patient was to be seen for a device check. A request for additional information from the local boston scientific field representative (fr) was made but the fr was unaware of any further information. The system remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the patient underwent a surgical revision procedure where the device was explanted and the lead was capped. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4).